Event description:
The following information was reported to gore: on (B)(6) 2018, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On unknown date, at a follow up, a left common iliac artery was observed to be changing, like an aneurysm. On (B)(6) 2021, a reintervention for the left common iliac artery aneurysm to place three additional stent grafts, ceb231210a, hgb161207a, and plc21000j, was performed. The patient tolerated the procedure.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).